Manufacturer narrative:
(B)(4) - the device has been received and the evaluation of the device related to the patient death is in progress. If additional information should become available, and/or at the conclusion of baxter's evaluation, a follow-up report shall be submitted.

Event description:
On (B)(6) 2011, during a follow up phone call with the peritoneal dialysis nurse (pdrn), it was revealed that the hp had died on (B)(6) 2011 due to myocardial infarction. The pdrn stated that the hp was on peritoneal dialysis (pd) therapy but was not connected to the home choice (hc) device at the time of death. The pdrn stated that the hp's death was unrelated to the pd therapy or the pd products. On (B)(6) 2011, a baxter clinician contacted the wife of the hp who stated that the hp had many cardiac issues prior to his death in his home on (B)(6) 2011. The wife also denied that the hp had any complaints of chest pain or discomfort nor did he experience any problems with pd therapy prior to disconnecting from the hc that morning. The hp was receiving intravenous (IV) antibiotic therapy due to infection caused by diabetic foot ulcers. The hp was also on IV iron therapy being administered, at intervals. Last dose on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the baxter product analysis laboratory (pal). The device passed homechoice rite (return instrument test/evaluation electrical test) but failed the homechoice rite functional test due to an alarm for positive t tank low. A review of the device logs revealed 2 instances of drain volumes meeting increased intra-peritoneal volume (iipv) criteria; (B)(4) 2011 (manufacturer report 1423500-2011-03294) and (B)(4) 2011 (manufacturer report 1423500-2011-03295). The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported issue or the iipv events. The assignable cause of patient passing away was undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.